Event description:
It was reported that the zimmer electric dermatome was tearing the skin. Additional clinical follow up with the customer indicated that the an unplanned donor site harvest was required. The additional harvest was completed with an alternate dermatome which increased the surgical time of the patient while under general anesthesia by 30-45 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.